Event description:
It was reported to boston scientific corporation that a wallflex fully-covered rx biliary stent was implanted within a patient approximately two months prior to (B)(6) 2011. According to the complainant, the patient had a benign biliary stricture. The stricture was 3cm in length and located within the distal common bile duct. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. A sphincterotomy was performed. The stent was successfully implanted. The physician planned to leave the stent implanted for two months before removal. On (B)(6) 2011, the physician attempted to remove the stent. However, the stent was unable to be removed due to hyperplastic tissue ingrowth. On (B)(6) 2011, the physician placed a second fully covered stent within the first stent to create pressure necrosis around the ingrown tissue. The physician has scheduled a procedure to remove both stents from the patient on (B)(6) 2011. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable." Additional information received since (B)(6) 2011. According to the complainant, the stent removal procedure was performed on (B)(6) 2011. Both stents were successfully removed together from the patient. There were no patient complications. The patient condition following the stent removal procedure was reported to be "stable." The patient was discharged from the hospital as an outpatient.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The stent removal difficulty and tissue ingrowth are likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. Although the exact implantation date is unknown, the device was reported to be implanted approximately two months prior to (B)(6), 2011. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully-covered rx biliary stent was implanted within a patient approximately two months prior to (B)(6), 2011. According to the complainant, the patient had a benign biliary stricture. The stricture was 3cm in length and located within the distal common bile duct. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. A sphincterotomy was performed. The stent was successfully implanted. The physician planned to leave the stent implanted for two months before removal. On (B)(6), 2011, the physician attempted to remove the stent. However, the stent was unable to be removed due to hyperplastic tissue ingrowth. On (B)(6), 2011, the physician placed a second fully covered stent within the first stent to create pressure necrosis around the ingrown tissue. The physician has scheduled a procedure to remove both stents from the patient on (B)(6), 2011. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."